Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted by the surgeon and the balloon inflated with 8ml of sterile water. The catheter then fell out of the patient and was allegedly found with the balloon deflated.

Manufacturer narrative:
Received 1 used foley catheter. The reported event was confirmed; however, the cause is unknown. Visual inspection noted vertical balloon burst along inflation lumen. No pieces of sac were missing. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results are as follows: eye snip length: 3/32¿, inflation lumen coverage: 9 thou, balloon thickness: 22 thou, burst initiated from bottom collar of sac: 1cm. The tactile evaluation results are as follows: site of burst appears swollen and balloon thickness measures 22 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted by the surgeon and the balloon was inflated with 8ml of sterile water. Subsequently, the catheter fell out of the patient and was allegedly found with the balloon deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted by the surgeon and the balloon was inflated with 8ml of sterile water. Subsequently, the catheter fell out of the patient and was allegedly found with the balloon deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted by the surgeon and the balloon inflated with 8ml of sterile water. The catheter then fell out of the patient and was allegedly found with the balloon deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted by the surgeon and the balloon was inflated with 8ml of sterile water. Subsequently, the catheter fell out of the patient and was allegedly found with the balloon deflated.